Event description:
It was reported that syringe non sterile 50ml ll had a deformed point. This was discovered before use. The following information was provided by the initial reporter: there is 1 syringe with multiple black dots on the syringe and 1 syringe with a deformed point.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the suspected lots 1811351 and 1812352, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1811351, medical device expiration date: 2023-10-31, device manufacture date: 2018-11-05. Medical device lot #: 1812352, medical device expiration date: 2023-11-30, device manufacture date: 2018-12-05. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe non sterile 50ml ll had a deformed point. This was discovered before use. The following information was provided by the initial reporter: there is 1 syringe with multiple black dots on the syringe and 1 syringe with a deformed point.